Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling and the forceps stopper scraped off issues could not be determined, however, the coating peeling issue was likely due to chemical and or physical stress or storage environment. Additionally, the scrapped off stopper issue was likely due to the metal part of the treatment tool or cleaning brush scraping the forceps plug mouthpiece while inserting or removing during user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: section 3.3 of chapter 3 of the operation manual. ¿operation manual: important information ¿ please read before use: warnings and cautions and reprocessing manual chapter 1 section 1.4, chapter 3 section 3.1, chapter 8 section 8.1 describe preventive measures¿. The detection method is described in section 3.3 of chapter 3 of the operation manual. ¿operation manual: important information ¿ please read before use: warnings and cautions describes precautions¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, water tightness was lost due to a cut on the bending section cover / the bending section cover adhesive was detached. However, there was no discoloration found on the insertion tube. The device evaluation found that the insertion tube coating was peeling and the forceps channel was shaved. Additional findings include the following: the up / down direction did not meet the standard value due to wear of the angle wire, and the light guide cover glass was dirty. The following had a scratch: distal end, control unit, scope cover, grip, up / down plate, angulation lever, switch box, protector of the universal cord on the control section side, universal cord, and the plug unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a leak on the bending section cover and the insertion tube was discolored. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the insertion tube coating was peeling and the forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.